Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise that was reproducible with pocket isometrics. The patient was asymptomatic and presented in the operating room for explant. Upon opening the pocket, the lead exhibited insulation abrasion. The lead was capped and replaced. The patient was stable following the procedure.